Event description:
(B)(4). Same case as MDR ID 2134265-2013-09040, 2134265-2013-09048, 2134265-2013-09049. It was reported that critical left main disease and patient death occurred. In (B)(6) 2010, the patient presented with few weeks history of chest pressure with shortness of breath, nausea, and diaphoresis on exertion. The patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed four lesions. The first lesion was a 3.5 x 8.0mm, de novo, 80% stenosed lesion located in the mid right coronary artery (rca) and was treated with direct stent placement using a 3.50 x 8 mm taxus liberte stent with 0% residual stenosis. The second lesion was a 3.0 x 16mm, de novo, 70% stenosed lesion located in the distal rca. It was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent with 0% residual stenosis. The third lesion was a 2.5 x 10mm, de novo, 80% stenosed lesion located in the 1st obtuse marginal (om) branch and was treated with direct stent placement using a 2.50 x 12 mm taxus liberte stent with 0% residual stenosis. The fourth lesion was a 2.25 x 10 mm, de novo, 80% stenosed lesion located in the 1st diagonal branch and was treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient was seen in hospital for a follow up visit with tightness of chest and stress test showed positive for diminished exercise capacity with exercise induced ischemic changes. Twelve days after, patient presented in hospital for recurrent angina and stress test showed abnormal ECG showing anteroapical ischemia suggestive of left main or 3 vessel disease. Cardiac catheterization was performed and patient was referred for "probable bypass grafting to the left coronary anatomy." Post procedure, the patient experienced "crushing chest pain" and EKG revealed ¿tombstoning of the st segments anteriorly with very wide qrs complex and became unresponsive after 5 minutes. The patient suffered cardio-respiratory arrest and CPR and acls protocol was initiated and patient was intubated. A guide catheter was placed into the left main and the vessel was wired following the administration of 6000 units heparin. The left main ostium was dilated using a 3.0 balloon catheter. However, the patient did not improve and did not recover with the rhythm deteriorating into fine ventricular fibrillation. Also, multiple fibrillations occurred. Multiple doses of epinephrine and atropine were administered. An intra aortic balloon pump was placed to ¿no avail¿ as there was no blood pressure rhythm to trigger the pump. The code was terminated. At 11:05 hrs, the patient was pronounced dead with "no blood pressure and no vasculated heart sounds and no palpable pulse' per death certificate, the primary cause of death was acute myocardial infarction and secondary causes were critical coronary artery disease and obstructive lung disease.

Event description:
(B)(4). Same case as MDR ID 2134265-2013-09040, 2134265-2013-09048, 2134265-2013-09049. It was reported that critical left main disease and patient death occurred. In (B)(6) 2010, the patient presented with few weeks history of chest pressure with shortness of breath, nausea, and diaphoresis on exertion. The patient was diagnosed of unstable angina and underwent cardiac catheterization which revealed four lesions. The first lesion was a 3.5 x 8.0mm, de novo, 80% stenosed lesion located in the mid right coronary artery (rca) and was treated with direct stent placement using a 3.50 x 8 mm taxus liberte stent with 0% residual stenosis. The second lesion was a 3.0 x 16mm, de novo, 70% stenosed lesion located in the distal rca. It was treated with direct stent placement using a 3.00 x 16 mm taxus liberte stent with 0% residual stenosis. The third lesion was a 2.5 x 10mm, de novo, 80% stenosed lesion located in the 1st obtuse marginal (om) branch and was treated with direct stent placement using a 2.50 x 12 mm taxus liberte stent with 0% residual stenosis. The fourth lesion was a 2.25 x 10 mm, de novo, 80% stenosed lesion located in the 1st diagonal branch and was treated with direct stent placement using a 2.25 x 12 mm taxus liberte stent with 0% residual stenosis. The following day, the patient was discharged on aspirin and prasugrel. In november 2013, the patient was seen in hospital for a follow up visit with tightness of chest and stress test showed positive for diminished exercise capacity with exercise induced ischemic changes. Twelve days after, patient presented in hospital for recurrent angina and stress test showed abnormal ECG showing anteroapical ischemia suggestive of left main or 3 vessel disease. Cardiac catheterization was performed and patient was referred for "probable bypass grafting to the left coronary anatomy." Post procedure, the patient experienced "crushing chest pain" and EKG revealed ¿tombstoning of the st segments anteriorly with very wide qrs complex and became unresponsive after 5 minutes. The patient suffered cardio-respiratory arrest and CPR and acls protocol was initiated and patient was intubated. A guide catheter was placed into the left main and the vessel was wired following the administration of 6000 units heparin. The left main ostium was dilated using a 3.0 balloon catheter. However, the patient did not improve and did not recover with the rhythm deteriorating into fine ventricular fibrillation. Also, multiple fibrillations occurred. Multiple doses of epinephrine and atropine were administered. An intra aortic balloon pump was placed to ¿no avail¿ as there was no blood pressure rhythm to trigger the pump. The code was terminated. At 11:05 hrs, the patient was pronounced dead with "no blood pressure and no auscultated heart sounds and no palpable pulse' per death certificate, the primary cause of death was acute myocardial infarction and secondary causes were critical coronary artery disease and obstructive lung disease.

Event description:
It was further reported that the stents located in the distal right coronary artery (rca), the 1st obtuse marginal branch, and the 1st diagonal were patent and that the stent located in the mid rca was 60% restenosed. It was also further reported that heart catheterization resulted in cardiac arrest due to the critical ostial left main stenosis (90%) and that the acute myocardial infarction and death were due to critical left main disease. Previously it was reported that during the index procedure the target lesion in the 1st diagonal was treated with direct stent placement, now it is reported that the lesion was pre-dilated using an unspecified 2.0 x 12mm balloon.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).